Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the intercostal artery using a pod packing coil (packing coil) and a non-penumbra microcatheter. During the procedure, the physician placed multiple coils (unknown) in the target location. While advancing and positioning a packing coil into the target location using the microcatheter, the physician noticed the packing coil had unintentionally detached. It was reported that the detached packing coil was partially inside the microcatheter and partially in the aorta. The physician used a snare device to remove the detached packing coil. The physician was advancing a new packing coil into the vessel, but the same issue occurred, and a snare device was used to remove the detached packing coil. The procedure was completed using new packing coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod packing coil (packing coil) confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was undamaged and intact on the proximal end of the pusher assembly, the pull wire was in its initial position, and the embolization coil was detached. If the packing coil is retracted against resistance during use, the pusher assembly may elongate allowing the embolization coil to detach. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation revealed a bend on the proximal end of the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the reported complaint and may have occurred during packing of the device for return to penumbra. Some of the offset coil winds may have also occurred during snaring of the embolization coil. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.